Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Device analysis revealed that the firm coil was separated from the delivery wire at the firm coil junction. Information available indicated that no anomalies were noted to the delivery wire prior to use, continuous flush was maintained, the patient's anatomy was not tortuous, and no friction or resistance was experienced during coil advancement and retraction within the microcatheter. Based on the information available, it is probable that procedural factors may have contributed to the separation of the firm coil from the delivery wire during removal. Therefore, a root cause of operational context will be assigned to this investigation.

Event description:
It was reported that post successfully implanting the coil into the aneurysm; the delivery wire broke within the microcatheter. The pusherwire was removed and there was not clinical consequence to the patient.

Event description:
It was reported that post successfully implanting the coil into the aneurysm; the delivery wire broke within the microcatheter. The pusherwire was removed and there was not clinical consequence to the patient.